Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that prior to use on a patient, the spatula and shaft of the device disengaged. There was no patient involvement, and a new device was used to continue the procedure.

Manufacturer narrative:
Evaluation summary: one e2781r-28asp was received for evaluation, and evaluation of the returned sample confirmed the reported issue. This device had not been used in the treatment or diagnosis of the patient. Visual inspection found the black insulation on the electrode shaft and the mechanical assembly that controls the insulation position over the tip of the electrode to have completely separated from the rest of the electrode. The insulation did not detach from the electrode however the bare metal of the electrode was exposed, causing the device to fail high potential (hipot) testing. Product engineering determined the issue was caused by a supplier defect. The supplier evaluated the device and isolated the failure to the induction bond between the inner hub and the insulation material due to inadequate abrading of the bond area. Corrective action has been initiated by the supplier. If information is provided in the future, a supplemental report will be issued.